Event description:
The customer reported an issue of a red x and an inverted hour glass. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.